Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Minor ischemic stroke reported. Pt was in pacu post procedure and developed aphasia. The pt recovered without sequelae. Please reference MDR 2183870-2009-00182 for the spiderfx used in this procedure.